Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer reported via phone that insulin pump had unexpected restart alarm. Customer¿s blood glucose was 324 mg/dl at the time of incident. Customer was able to clear the alarm. Customer was able to complete rewind. Troubleshooting was performed received another pump alarm after a battery change. Customer has called about the alarm received alarm twice. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.